Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No blank display, unexpected battery power loss, unexpected restart error, weak battery alarm, battery out limit alarm and low battery alarm noted during the testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was over 300 mg/dl at the time of the incident. The customer stated that insulin pump had unexpected restart alarm. The customer states the insulin pump was turned off. The insulin pump will be returned for analysis.